Manufacturer narrative:
The pump passed the displacement, operating currents, self test and off no power test. No unexpected low battery alarm was noted. The pump had intermittent button response due to corroded keypad traces. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were delayed in response. Customer's blood glucose was unknown customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.